Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a steady increase in impedance in the past year. Further information could not be obtained from the field.